Event description:
Information received from the field notes that during a routine follow-up, measured data reported a current drain of 95ua. Previous visits since implant reported high current drain measurements. Pacing and sensing were appropriate. The patient was not pacemaker dependent.